Manufacturer narrative:
Date rec¿d by MFR : 16apr2019. Information was received that the service engineer (se) inspected the device and could not duplicate the reported issue. The se found the ventilator was not passing extended self test (est) with a heated filter back pressure out of range error code. The se replaced the omni filter and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator was not switching on. No patient involvement. Event date not specified, estimate used.